Event description:
The customer contacted baxter's technical service center regarding a system error 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc alarmed se 2367. The tsr had the hp cycle power again and the alarms cleared. The hp would start over with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and the patient was able to resume therapy after starting over with new supplies. She discussed the alarm with the patient yesterday and since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.